Event description:
It was reported by a user facility medwatch report that it appears a bolt is coming loose which could possibly cause the brakes not to function properly. Additionally, it was reported that some units have had bolts loosen on the lift housing motor. No adverse events have been reported.